Manufacturer narrative:
Suspect lot review: a review of suspect lot# 3265536 showed (B)(4) units were manufactured, tested, inspected and released in june 2016 citing no anomalies.

Event description:
Complaint received regarding one 46085-47, monitoring kit. Report states, the transducer stopped functioning. It would not produce a waveform or pressure reading. No adverse patient consequences reported.

Manufacturer narrative:
Suspect lot review: a review of suspect lot # 3265536 showed (B)(4) units were manufactured, tested, inspected and released in june 2016 citing no anomalies. Device return: 8/18/2016 - received the following: one new 46085-47 monitoring kit w/03ml flush device for (B)(6) hosp. Ctr. Lot # 3265536. Device was opened by qe. One used 46085-47 monitoring kit w/03ml flush device for (B)(6) hosp. Ctr. Report lot # 3265536. On 8/29/2016 - received one used transducer lot # unknown. The device was flushed. No tubing was attached to the transducer. Engineering testing and analysis to the applicable product and performance specifications was performed. Initial leak and restriction testing recorded no leakages. Additional vacuum testing to simulate the effects of blood draw recorded leakages seen inside the transpac with air being pulled into the fluid path in three of the returned complaint samples (transpac assy. Sections) additional detailed investigation efforts are in progress. To date the investigations identified the cause was potentially attributable to the transducers not fully seated into the mating component. During subsequent ultrasonic welding processes the transducer components might potentially be compromised resulting in a vacuum leak. Corrective and preventative actions have been qualified and implemented. On august 18th, 2016 ICU medical inc. Initiated a voluntary us FDA recall of the affected devices. It was broadened on september 27, 2016.

Event description:
Complaint received regarding one 46085-47, monitoring kit. Report states, the transducer stopped functioning. It would not produce a waveform or pressure reading. No adverse patient consequences reported.